Manufacturer narrative:
The monitor is expected to be returned for evaluation. The device history review showed no related non-conformances. No previous related record of servicing. A supplemental report will be submitted to communicate the results of the complaint investigation.

Event description:
It was reported during use of a vigilance ii monitor and a 70cc2 cable, there were abnormal values that were obtained. The values were incompatible with the patient¿s clinical condition. The issue was resolved by replacing the suspect vigilance ii with another one. After replacing the vigilance ii, the values became normal. There was no allegation of patient injury or compromise. Patient demographic information is unavailable.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
In the last submission, it was reported that the monitor was not returned due to columbian exportation issues. However, on march 1, 2019, the device was returned for evaluation. Although the front housing was physically damaged (cracked and scratched), no other issues were identified during functional testing of the device. Therefore, examination of the returned device was unable to confirm the customer¿s complaint nor detect any failure of the monitor to perform as expected. Invitro and invivo calibrations were successfully executed and svo2 was monitored for over three hours; the readings all stayed within the expected range. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the failure was not replicated and no other functional issues were detected. The expiration date of this monitor was february 3, 2014. The root cause of the physical damaged is attributed to damage in the field by the end-user ¿ it was not symptomatic of any manufacturing defect. No further actions are warranted at this time.

Manufacturer narrative:
Updated information revealed that the monitor failed it was replaced, keeping the same om2 and 70cc2 cables resulting in expected values; the monitor was identified as the source of the issue and the cables were exempted as possible contributors. Although the monitor was initially expected to be available for evaluation, per follow-up on (B)(6) 2018, the returned device was not expected for return and evaluation due to (B)(4) exportation issues. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. In this case it is unknown if user or procedural factors played a part in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.